Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 233 mg/dl. No additional information was provided. It was reported that the customer experienced elevated blood glucose (bg) of 200 - 600 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus via the pump. Recommendation was made to consult with a healthcare provider to discuss diabetes management.